Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that right atrial lead dislodgement was confirmed via fluoroscopy. Attempts to reposition the lead were unsuccessful. The lead was removed and the atrial port of the device was plugged. The patient was in stable condition post procedure.